Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
During a procedure involving two nc sprinter rx coronary balloon catheters, balloon deflation difficulties were encountered. Both ba lloons would not deflate at the lesion site. The devices were inspected prior to use with no issues noted. No patient complications were reported as a result of the event.

Manufacturer narrative:
Additional information: it was later detailed that only one nc sprinter balloon catheter was used/encountered deflation difficulties in the event and not two as previously reported, the second nc sprinter was reported in error. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional informaton: both balloons would not deflate at the lesion site and another assistive device was used to deflate and remove the device from the patient. There was no difficulties encountered when removing the protective sheath / stylette from the devices. No kinks were noted on the devices prior to the deflation difficulties. The patient was in normal condition at the start of the surgery. No further patient complications were reported as a result of the event. Initial reporter details. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.